Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier would not successfully close the clip. The surgical field was then inspected to verify not to be an inappropriate amount of tissue. The clip would not apply after multiple attempts. The procedure was completed with no reported injury. Follow-up was attempted to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier instrument would not successfully close the purple weck clip, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large hem-o-lok clip applier instrument was analyzed and found to confirm the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. Common causes of a loose grip cable are attributed to a component failure, a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. An additional observation related to the customer reported complaint was also identified. The instrument was found to have a broken grip cable at the proximal end (in the housing). Common causes of the failure mode of broken proximal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage the cable through external collisions, during use, or during reprocessing. The instrument was found to have multiple input disk(s) cracked. Hairline cracks were found on grip input disk(s). An additional observation not reported by the site and not related to the issue was identified. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse, for example by improper cleaning/reprocessing techniques, such as insufficient flushing the complaint regarding the 8mm large hem-o-lok clip applier instrument would not successfully close the purple weck clip during the procedure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a dislodged/loose cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.